Event description:
L-o continues to display on the screen. Changed the battery and it still appears on the screen. She went up to the pharmacy, and the pic tried using their battery and the meter worked as it should, but when she used her brand new battery it didn't work.